Manufacturer narrative:
Current user guide covers proper loading and maintenance during use. MFR spoke to the consumer's daughter. The device is no longer in warranty. Info suggests the knob that secures seat was not tight as required by instructions. No indication of prod malfunction.

Event description:
The consumer went to sit down on the raised toilet seat, when the prod became disengaged, causing the consumer to fall in to the bathtub and fracture her rib.